Event description:
It was reported that during an unspecified procedure, the twinfix anchor broke from the tip while deployment. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. An analysis of the customer provided image found the distal tip of anchor is offset and fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that tensile strength and impact strength are specified and each batch of raw material must be accompanied by a certificate of analysis detailing the exact composition of the batch. Smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. The twinfix anchor is implantable so biocompatibility is not an issue. Although we cannot rule out the possibility of local skin irritation, micro-motion/migration of any possible retained fragments based on the information provided, the procedure was successfully completed with a non-significant surgical delay using a back-up device. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of device.. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.